Event description:
Removal of ruptured implant (saline expander). Pt noted decrease in size over last three months. On 2/96 exchange of left tissue expander due to rupture. Placed: 800cc remate fill value tissue expander with 600cc of saline.